Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe damaged with a hole broken in the barrel. The following information was provided by the initial reporter: one has a hole broken in the barrel.

Event description:
It was reported that the bd luer-lok¿ tip syringe damaged with a hole broken in the barrel the following information was provided by the initial reporter: one has a hole broken in the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023 . H6: investigation summary four samples and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that three samples had vertical crack near the tip outside the print area extending from below the 2ml grad line all the way to the 5ml grad line. One sample had a circular hole that was outside the print area located between the 2ml and 3ml grad lines. Additionally, it was observed that one of the samples had a piece of a plastic most likely shred of broken hole that appeared inside the syringe. Potential root cause for the damaged/ cracked barrels defect is associated with the assembly process. A device history record review was completed for provided lot number 2140602. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.